Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated, that her high blood glucose readings were very inconsistent. She reported her high blood glucose readings to be in "the 300s". Her normal range was reported to be 80-150 mg/dl. She stated, that she periodically observes elevated blood glucose levels for no apparent reason. Her symptoms of elevated blood glucose included "thirst, nausea, and tired". She noted that, on days when her blood glucose readings are high, it is "not until more than a few boluses" of insulin using her infusion device before her blood glucose level decreases. She mentioned replacing her insulin cartridge on multiple occasions with no change in observed blood glucose levels. She also reported that the infusion device has not displayed alert or error codes. She stated that she was able to manage her blood glucose level through exercise and by switching to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.